Event description:
The customer tested her blood glucose using her contour meter and received a reading of 275 mg/dl. She stated that she felt as if she might faint, so she retested using her prestige meter and received a reading of 27 mg/dl. The difference between the readings falls in the "e" zone of the parkes error grid, making the difference clinically significant. The customer did not adjust her medication or require medical attention. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.